Manufacturer narrative:
Product involved in incident was not returned for evaluation. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.

Event description:
Customer stated that she tested on the meter and received variances. She stated that she received the following results: (B)(6). The back to back readings of 20 and 114 are an 82.5% variance in zone c. There was no adverse event. Patient did not treat herself based on readings and re-tested to ensure she was receiving the correct readings. Caller stated that patient is not receiving oxygen therapy, uses fingertip for testing, no trouble getting a sample of blood, changes lancets every time she tests. Normal glucose readings are 124-162. Washes hands with soap and water then allows to dry completely, then cleanses finger with alcohol as well and allows it to dry. She stores meter and strips in her bedroom. Seals bottle cap tightly and immediately after removing test strip. Opened test strips about one month ago. No controls were used as caller does not have control solution. Replaced meter, test strips, and sent return label.

Manufacturer narrative:
Meter involved in incident was returned. Meter was evaluated with retain strips and performed to specification. No failure detected.